Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of reaq1367 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (reaq1367) have been reported from one korea facility. The device has been under the hospital's product quality committee.

Event description:
It was reported that the catheter leaked prior to insertion on the patient. File for 1st catheter leak.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has been under the hospital's product quality committee.

Event description:
It was reported that the catheter leaked prior to insertion on the patient. File for 1st catheter leak.